Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec-3890lk is available in the USA with a 510k number k131855. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd module with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module with drive pcb. In addition, our technician confirmed that the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the insertion flexible tube coating damage, the light guide cable buckled, the angle wire corroded, the control body corroded, the lg prong corroded, the lg prong top corroded, the air/water nozzle missing, the remote control buttons cut, the segment hard to move, and the down pulley wire rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).